Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have beens ought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The consumer used it for 3 nights and the soft plastic separated from the hard plastic.